Manufacturer narrative:
One 72205022 microraptor knotless 2.2mm drill reported on. The item was used during treatment. It was not returned. Due to product unavailability, physical evaluation, full investigation and conclusions were limited. Factors affecting device performance include: device storage and transit, sterilization methods, device ability, surgical ability and conformance with instructions for use which includes specific instructions, recommendations and precautionary statements for proper use of product. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Getting entangled up with other instruments or devices. 2. Use of other than recommended smith and nephew drill for application. 3. The primary cutting edges of the drill are not sharp or have dings and burrs. 4. Stressed product from over torque or loss of axial alignment. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Per instruction for use: ¿the instruments are provided sterile for single use. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ root cause related to the manufacture of the device was not confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a hip arthroscopy, the drill broke midshaft inside patients acetabulum after full depth was drilled. Pieces were removed using a bulldog needle holder. The procedure was completed with a back up device with no significant delay or patient injury reported.